Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation however, the lot number was not provided thus a device history record will not be reviewed.

Event description:
It was reported that while using this volume view sensor, the thermistor manifold component broke at the molded connection. There is no patient harm. Patient demographics are not available.

Manufacturer narrative:
One part of the volumeview manifold was returned for evaluation. Dry blood was visible from the inside of the manifold. The reported event of thermistor manifold broke at the molded connection was confirmed. The male luer between the thermistor probe housing and swababble luer site of volumeview manifold had been broken. Part of the broken luer and and bonded swabbable luer site were not returned. Cross surface of broken luer was uneven and rough. No other visible damage was observed from returned unit. Invasive procedures involve some patient risks. The techniques for insertion, methods of using a catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.